Manufacturer narrative:
The ablation parameters may not have been reached as there was no error message. It is unk if the ablation indicator was on and if the rf was actually being delivered. No detailed info was provided. (B)(4).

Event description:
When starting the ablation, the generator is not beeping at all and the ablation parameters could not be read after starting the ablation.